Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced a leak in their capd disconnect y-set originating from their drain bags during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.